Event description:
The complainant reported that the patient was placed onto impella 5.5 support for high-risk percutaneous coronary intervention. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by replacing the aic. There was no reported patient harm.

Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aci was returned for investigation. Data analysis of the data logs showed that during case prep, console is booted and the first purge cassette is inserted as the purge cassette begins to build pressure in the transducer, logs show: the console prompts the user to check the pump for kinking, and is unable to complete priming. The priming is again attempted and stopped by the console because of a kink. At this point the line is de-aired and the purge cassette begins to reprime. Purge fluid information is entered and no kink is detected. At this point the case start is exited, and a new purge cassette is inserted. At the start of the purge priming, there are several log entries for purge fluid not detected. The aic was swapped out after several attempts to prime the pump are failed with 2 purge cassettes. Device analysis determined the root cause as it was observed that the purge disc/transducer retainer was broken, cracked, and lifting off of the purge assembly. The retainer is not completely broken off and the purge flag is in place, which is likely why there were no purge disc detection issues. This report is being filed as part of a retrospective review of historical records.